Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was evaluated and repaired on site by the hospital engineer. No additional information regarding the repair was provided. The reported condition was verified. The cause of the disconnection could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.